Event description:
It was reported that (2) devices were used during a j-pouch. It was reported by the affiliate that the tlc75 instrument was used on a pt with a cancer of the large bowel. On the third firing, it was noticed that the staples did not form. The surgeon had to hand sew with sutures to complete the case. There was an extended operating room time of 10-15 minutes. The devices were discarded.